Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible the e315 error message appeared due to a failure of the image sensor unit, a failure of the board inside the scope connector, or a defect on the system. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the insertion tube was scratched, the bending angle was out of specification, there was play in the angulation knob, and the suction cylinder was scraped. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error). There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported issue.

Event description:
Additional information was received regarding the reported issue (the device was displaying an e315 scope error): the reported issue was discovered during a pre-use inspection of the device. The details were unknown, but there was no impact on the intended procedure.